Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided); cause was unknown, with small ketones. Customer gave a manual injection to address bg level. Reportedly, the customer alleged the battery gauge was fluctuating resulting in the pump shutting down. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined "pump screen was being touched throughout the night which resulted in faster battery depletion," customer understood and acknowledge. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.